Manufacturer narrative:
During inspection and testing, a b30 error code was found to be caused by a ccd (charge-coupled device) cable failure. The reported issue (noisy image) was also confirmed and found be caused by a broken ccd unit. In addition to coating peeling off, service found the connecting tube was dented, and scratched. The insulation resistance value was out of specification due to broken connecting tube, there was a leakage due to dented connecting tube, the bending angle in up direction was out of speciation due to wear of the angulation wire, there were traces of water invasion in the device, the light guide lens was scratched, and the adhesive around the objective lens was worm. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the displayed image was noisy. The reported issue occurred during installation of the subject device at the customer site, while the device was being inspected prior to an unspecified diagnostic procedure. The intended procedure was completed using another device without a delay. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the device was displaying a b30 error code (scope communication error) and the coating on the connecting tube was peeling off. This report is being submitted for the malfunctions found during evaluation (b30 error code, and coating peeling off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error b30" (event 1) was presumed to have been due to fluid invasion of the device, causing a circuit board or image sensor to become broken. The user can detect event 1 properly by handling device in accordance with the following instructions for use (IFU): ¿operation manual inspection of the endoscopic system inspection of the endoscopic image: confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal.¿ the user can reduce/prevent occurrence of event 1 by handling device in accordance with the following IFU: ¿important information: please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ the suggested phenomenon of "coating at insertion section peeled off" (event 2) was presumed to have occurred due to physical stress to the device. The user can detect event 2 properly by handling device in accordance with the following IFU: ¿preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the user can reduce/prevent occurrence of event 2 by handling device in accordance with the following IFU: ¿important information: please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual: general policy: precautions warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.